Event description:
It was reported that the surgeon was performing a c2-c7 level spinal fusion procedure using the atoll occipito-cervico-thoracic fusion system. The head to head cross-link , part # 16-22-1048 (head to head cross connector 48mm) would not insert correctly. Upon attempting to tighten the cross link set screws at the left c4 level, the smaller side-tab, which holds onto the screw head, appeared bent and no longer allowed a tight fit to the screw head. This also occurred with the larger side tab on part # 16-22-1041 (head to head cross connector 41mm). The surgeon decided to use no cross link. There was no injury to the pt, however, surgery time was extended by approximately one hr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.